Event description:
Patient having radical prostatectomy - ureteral catheters ( right & left) and surgery carried out. Right ureteral catheter removed w/o event. Upon attempted removal of left catheter - broke into pieces - piece in left ureter retreived but piece in left kidney found on x-ray pyelotomy attempted for retreival but unsuccessful. Piece remains. Patient did well post op but long term effect unknowndevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided. The device was not destroyed/disposed of.